Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets distal to the filters. The tubing sets were being used to deliver unspecified volumes of total parenteral nutrition, at unspecified rates, via gemstar pumps. The secure lock male adapters of a gemstar tubing sets were connected to the female adapters of the extension sets. On unspecified dates, it was reported that the homecare patients primed the tubing sets with the air eliminating filter of the extension sets "lying on the floor." It was reported that after unspecified lengths of time after the deliveries were started, unspecified volumes of air were noted in the tubing sets distal to the air eliminating filters. No air was delivered to the patients. The homecare patients notified the user facility and were instructed to either replace the extension sets or disconnect the extension sets from the IV access sites and re-prime to remove the air. The therapies were resumed. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.